Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, it was reported that the patient expired due to cardiopulmonary arrest unknown etiology. Although the vast majority of these events are most likely not related to the device, the patient¿s valve demonstrated high gradient, valve degeneration, leaflet thickening, aortic regurgitation so device involvement could not be fully disassociated from the event. Based on the available information, the root cause remains indeterminable. However, it is likely that patient related comorbidities and the progression of the underlying valvular disease pathology contributed to the event. The device was not returned for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information via a clinical trial that a patient with a 23mm mitral valve experienced chf after an implant duration of 4 years, 11 months. An echo report demonstrated high gradient, valve degeneration, leaflet thickening, aortic regurgitation. Patient expired before she was contacted for a follow-up visit. Per the death certificate and family, the cause of death was cardiopulmonary arrest unknown etiology. No additional information was provided.